Event description:
Patient receiving vancomycin drug via main line alaris pump with alaris pump tubing. Alarm went off during administration and the tubing had come apart at a junction and fluid was running onto the floor. Tubing was secured and taken to materials management for the company rep.